Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic da vinci hernia with mesh, two devices thread broke. There was no patient injury.